Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving multiple no delivery alarms. Customer stated that these no delivery alarms occurred during cannula filling or bolus. Customer also stated that she uses third party consumables and that the no delivery alarms began when she switched from medtronic products. Blood glucose level at the time of the call was not provided. No further information was provided.